Manufacturer narrative:
Section b2 correction section h6 correction: health effect - clinical code 1849 - fatigue added. Section h6 correction: 4607 - hospitalization or prolonged hospitalization added. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The customer reported that the pump was exchanged due to a mid-sternum pocket infection. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. An additional portion of the pump cable measuring approximately 14" was also returned. The returned outflow graft was severed approximately 7" from the hardware. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The log file data indicated that the lvad was turned off on (B)(6) 2025. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided on 08aug2025 stated that the patient was still admitted. The source of infection was the mid sternum pocket. The patient endorsed profound fatigue with inability to perform activities of daily living (adls). The infection had resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was exchanged due to infection. The pump was in pathology.